Manufacturer narrative:
Updated blocks: g4, h3, and h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. Upon startup, no visible display was observed. A light was used to illuminate the screen and display information was perceived. A luo inverter was installed into the suspect ccm and the ccm display was readable. It was determined that the inverter did not meet specification. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) had no display. There was no patient involvement.

Manufacturer narrative:
H3: 81 evaluation is in progress, but not yet concluded. Per the perfusionist, the reported non-clinical activity was during inspection, and the unit was a backup unit. The ccm was replaced.